Manufacturer narrative:
(B)(4). This complaint is for system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during the initial drain on the home choice (hc). The technical service representative (tsr) explained the alarm and the unused line was open. The home patient (hp) stated that he thinks he was in the initial drain. The tsr explained about checking the patient line before connecting. The hp was not aware that he should do that. The hp also had unused line open. The hp cycled the power and the tsr assisted to retrieve the cassette. The tsr advised to let the registered nurse (rn) know about the alarm. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(4) 2012 regarding the system error 2240 alarm. The pdn stated she was aware of the alarm. Ps also let the pdn know that the home patient (hp) stated he was not aware to check the patient line before connection and that there was a clamp open on an unused line. The pdn stated she was doing some training with the hp and would discuss this with him. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.